Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said the device was replaced.  Patient said the ins replacement procedure was so painful they had to call the emergency line and the patient couldn't walk up the stairs. No further complications were reported.